Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation burn marks were observed on the usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and is currently undergoing investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned. Visual inspection has been performed on the returned reader and power adapter and no damage was observed. The returned power adapter was tested using a load tester and the measured voltage was found to be within specification. The adapter passed testing. Visual inspection has been performed on the usb/charging cable. Burn marks was observed on the usb data cable. Burn marks and damage to the usb port were documented. Visual inspection was performed using a digital microscope confirmed that the usb port and data cable were burned and damaged. The usb port was observed to be lifted from the pcba(printed circuit board assembly). And adhered to the damaged cable. The returned reader was brought to the bench for functional testing. The returned battery was measured which was not within specification ranges. The reader was powered on using a known good battery with button press and strip insertion. The returned battery was observed to be charging, using a known good reader. The reader was turned off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured and it was within specification. A built-in diagnostics test was performed and passed successfully. The results indicated that the reader was not drawing excess current and no internal system issues were detected. The results of the functional testing was showed that the returned reader was working as intended; therefore, the observed burn marks and damage on the usb port and data cable did not compromised the readers¿ functionality. Therefore the damage to the excessive damage to the usb port prevented the returned reader from being able to charge and connect to a computer. The adc data cable was unable to be tested due to extreme damage. The adc adapter voltage was observed, when tested using the adapter load tester when current within specification. The returned reader passed all functionality tests. Due to the excessive damage on the pcba port and data cable; this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable, and adapter was reviewed and the dhrs showed the libre reader, cable, and adapter met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their abbott diabetes care device had a fast draining battery. The product was returned and investigated for the battery issue, however during investigation burn marks were observed on the usb cable. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.